Event description:
It was reported that cgm displayed malfunction alarm identified as error 42 during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and successfully started new sensor session without recurrence of malfunction alarm.